Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-legacy duodopa pump gave a high pressure alarm and was locked for morning medication. The pump was placed on the side port. The nurse was guided to flush the main leg to give flow on both ports. The nurse was unable to do this as the pump was still locked. The patient did not receive the morning dose. The patient was hospitalized for an unknown reason, and later was referred to the "outer clinic". No permanent injury was reported.